Manufacturer narrative:
Based on the information, the event could not be confirmed. The product was not returned for analysis; however, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis; however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
It was reported by a healthcare professional that during deployment in the artery to cover an aneurysm, the distal end of the enterprise stent did of the not open as usual. Several attempts were made, but the stent did not open. Therefore, the product was replaced presenting a delay in the procedure.